Manufacturer narrative:
Unit had missing retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.